Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a lifeless patient (age & gender unknown); after successfully performing an analysis of the patient's rhythm the device did not detect the attached electrode pads. Complainant indicated that the clinician obtained another set of CPR stat-padz to continue treating the patient. However, the device did not detect the new pads. The clinician continued CPR. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was evaluated by zoll medical's business partner. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The device was capable of obtaining ECG in both pads and leads view with the returned accessories. The device was recertified and returned to the customer. The event logs were unable to be retrieved from the returned device, and not part of the investigation. No trend is associated with reports of this type.